Event description:
This is filed to report the atrial septal defect requiring closure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted in the patient reducing the final mr to a grade of <1. After the steerable guide catheter (sgc) was removed from the patient, there was a significant right to left shunt across the atrial wall. The atrial septal defect was successfully closed using an amplatzer device. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation could not be determined. The reported perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.